Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, immediate implantation - another size of implant was chosen.